Event description:
It was reported that the lead dislodged and a hematoma was noted. The lead was successfully repositioned, and the hematoma was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.